Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Subsequently, the customer administered a manual injection which resulted in blood glucose (bg) levels ranging between 40-500mg/dl. The customer consumed carbohydrates to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.